Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit. D4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient involvement. According to the information provided by the technician, the inspiratory pipe was replaced. The issue has been resolved and the device was delivered to the user in working condition. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. The evaluation of provided device's logs confirms occurrence of internal leakage test failure. It has been decided to be reported in abundance of caution as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to inspiratory pipe. The problems such as the one described here are not safety related. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).